Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6, h10. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.